Event description:
The pt reported that his infusion device was displaying a "2.00---" (the software version) on the display screen. The pt removed the power pack and reinserted. Upon reinsertion, the display cleared and the infusion pump went into run mode. The pt did not report any physiological symptoms associated with this issue. No med assistance was required. Product was requested to be returned.